Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction resulting in the loss of display. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that their was no reportable malfunction as the issue was caused by user error because the machine was not plugged in to ac mains power. H3 other text : additional information was received that their was no reportable malfunction as the issue was caused by user error because the machine was not plugged in to ac mains power.